Event description:
It was reported that the lens haptic had an unpolished, sharp tip which tore the capsular bag during lens insertion. There was a loss of vitreous and vitrectomy was performed. A second lens was not implanted. The pt's prognosis is good.

Manufacturer narrative:
The lens was not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the info currently available the most likely cause of the event is due to the use of an inserter that is not validated for use with the li61se lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. It should be noted that the lens inserted used during the event was not mfg by bausch and lomb and is not recommended inserter per the lens directions for use (dfu).